Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018

Manufacturer narrative:
Date sent to FDA: 09/25/2018 (B)(4). Additional narrative: it was reported that following the procedure the patient experienced abdominal pain, swelling, bloating and hernia recurrence. It was also reported that the patient underwent mesh revision on (B)(6)2018. No additional information was provided.